Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a headache a day after his scs system trial procedure. The physician suspected a csf leak (not confirmed) may have occurred. The trial leads were removed three days after implant and the patient was instructed to increase caffeine intake and lie flat. No intervention was taken. Follow-up identified the patient's headache has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-00024.